Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative diagnosis: stress urinary incontinence, urethral obstruction prolapse of vaginal wall, cystocele, rectocele, enterocele, interstitial cystitis. Post-operative diagnosis: not available. Name of procedure: pubovaginal sling, vaginal urethrolysis, rectocele repair with mesh, sacrospinous vaginal vault suspension, cystocele repair with mesh, vaginal enterocele repair, perineoplasty, cystourethroscopy for interstitial cystitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.